Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent to distal stent damage, with struts lifted, pulled distally and stretched to the distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous coronary vessel. After a non-bsc guide was advanced for support, a 2.25x16mm synergy ii drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with another synergy stent. No patient complications were reported. However, returned device analysis revealed stent damage.